Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed 61 millimeters (mm) from the terminal pin. Resistance testing was completed to assess the electrical performance of the returned lead segment. Measurements throughout the testing were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities with the returned lead segment. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific crm received information that during the attempted implant of an implantable cardioverter defibrillator (ICD), intermittent right ventricular (rv) pacing inhibition was exhibited with an attempted defibrillation lead. Technical services (ts) discussed several troubleshooting options, which were attempted, but to no avail. The field representative reported that there was no noise observed on the rv or shock channels, and all implant steps were noted to have been followed correctly. Ts reviewed the electrograms and discussed several possibilities for the oversensing and recommended programming options as well. This device was replaced with a new ICD, and pacing inhibition was again observed, so this new defibrillation lead was implanted, and pacing inhibition was again observed. Additional programming and other troubleshooting options were attempted, but again to no avail. It was noted that the oversensing was still present at the post-implant device follow up two hours post-procedure; although, there was a reduced frequency after reprogramming the device. It was noted that there were premature ventricular contractions (pvc's) noted on the patient's telemetry in the ICU, but no observed pauses. The field representative would be scheduling a device interrogation in one week at the wound check. Additional information was provided that two hours after the implant procedure, the blanking periods were extended to 85 ms, and the ventricular sensitivity was increased to 1.0 mv, which appeared to resolve the intermittent ventricular oversensing issue. There have been no additional noted difficulties, and no additional programming changes. The lead was explanted approximately eight years later and was returned for analysis.